Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high thresholds, low impedance and confirmed fracture were noted on the right atrial (ra) and right ventricular (rv) leads. The leads were explanted and replaced. No patient complications have been reported as a result of this event.